Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. A wire was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system intermittently would not fluoro and displayed a temp sensor failure message. No patient injury was reported.